Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod longer than 48 hours. The adhesive completely separated from the infusion site (abdomen), patient reported pod worked fine for 24 hours, then patient noticed a high blood glucose level after multiple bolus attempts. Patient noted they could smell insulin. When they inspected the pod, they discovered the cannula had fallen out and discovered the pod was leaking. As treatment, patient manually administered insulin.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone13.3cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.